Event description:
It was reported that the surgeon cut flixene graft with a scalpel to prepare for suturing. After cutting the graft it delaminated approximately 1cm, the outer layer of graft peeled back on itself. Physician then cut graft again with no issue and case was completed. There was no injury to patient.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Manufacturer narrative:
Additional information.

Event description:
N/a.

Manufacturer narrative:
The details of the complaint state that "after cutting the graft delaminated approximately 1cm, outer layer of graft peeled back on itself." The product in question was returned and evaluated. There were two pieces returned for the evaluation. One sample was in fine condition and had no noticeable damage and was approximately 4.5 cm long and was a piece from the tapered section of the graft. The second piece was of the larger end of the graft ad had the outer ptfe layer of the graft peeled back upon itself. For the material to invert back on itself outside influence would be required as there is no tension on the material. Upon closer inspection there were very defined outlines of serrated forceps used to clamp the graft. There is no evidence on the far end of the graft of any delamination of the outer layer and no signs of serrated forceps being used. There is no indication based on the physical inspection of the returned graft that the device was non-conforming. Based on the results of the investigation it would appear that the outer layer was peeled back by an outside influence likely caused by the outer layer of the graft sticking to the serrated forceps used in the case or by other means. The instructions for use aw011456 in the warnings section of the IFU the following: "5. Clamping of the graft should be avoided whenever possible and limited to clamps shod with soft material." Based on the details of the complaint and the results of the investigation the complaint can be confirmed as the returned segment did have the outer layer peeled back but based on the results of the investigation cannot be associated with the manufacture of the product. The root cause is determined to be use error. Based on the DHR review there is no indication that a design, test methods, manufacturing processes, equipment (e.g. Unscheduled maintenance), or raw material was the cause of the complaint. The product met all quality and performance requirements. The review of the associated device history records did not identify any non conformities during the review and all quality and performance requirements were met during the manufacture of this product. No related capas or ncrs were identified. The trend review identified a standard deviation excursion for the reported defect "defective or damaged device is identified during use and before completion of procedure/prolonged procedure" for the month of (B)(6) 2022. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate.

Event description:
N/a.